Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a loss of prime with non-zero force recorded in the black box history. There were no loss of prime warnings during investigation. The force sensor calibration reading was within specification. The pump was opened up and no defects were found internally. The cartridge cap was not returned, so a test cap was used to complete the investigation. The battery cap was returned and used for testing.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a loss of prime issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.